Event description:
A consumer of unk age reported that they underwent injections of restylane in 2004 into the nasolabial folds and perioral area. Anesthesia pre-procedure was not specified. Within 48 hours post implant a deep red color presented in the perioral area which currently remained. During the same time, restylane had no effect on the nasolabial folds. The consumer saw their injecting physician on several occasions, where he advised pt that restylane would dissipate within 6 months and there was no prescribed treatment. In 2005, the consumer reported having seen 6 different physicians for treatment of the red perioral area, "with no relief". Treatment was unspecified.